Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, cable failure was confirmed. Therefore, it was determined that the indicated phenomenon [no image] occurred because video function does not work properly due to cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head image was not displayed. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty cable. Additionally, the device evaluation found penetrating cable scratche, cable twisted, free lock lever corrosion, decreased holding force of the scope mount on the head, head main body crack, adhesion on the main body of the head, deposits on head focus ring, head part main body flooded, and deterioration of head imaging. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.